Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was unable to rewind the insulin pump. It was stated that the customer was pressing the buttons but nothing was happening. Attempted to explain the different reasons why the insulin pump would not be able to rewind, but the customer declined to conduct any troubleshooting, and requested a replacement. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No rewind anomaly during testing noted. The reservoir and set mode functioning properly. All buttons functioning properly. No damage in keypad assembly noted. Inspected connector on lcd connector and no unlocked connector noted. The insulin pump had cracked case at display window corner, battery tube threads, and minor scratched display window.